Event description:
Info received indicates the side rail slide bracket pulled loose from the bed frame.

Manufacturer narrative:
The technician reinstalled the side rail slide bracket to repair the bed.